Event description:
A customer reported to baxter (B)(4) a colleague infusion pump with failure code 701:00 on channel b. This condition had the potential to interrupt delivery. It is unknown when the alleged defect was observed. There was no patient involved. Therefore, there are no reports of patient injury, medical intervention, or adverse events. The user interface module software version of this device is currently unknown. No additional information is available.

Manufacturer narrative:
(B)(4). The device is reported to be available but has not been received for evaluation. If additional information becomes available or the sample is received, a follow up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Manufacturer narrative:
(B)(4). The customer?s reported condition of a colleague infusion pump with a channel b failure 701:00 was confirmed during product evaluation. The cause of the reported condition was determined to be a faulty pump module unit (pmu). The pump head for channel b was replaced to fix the reported condition. This involved a colleague infusion pump with a user interface module master software version 8.11.00.